Event description:
It was reported a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if a peritoneal effluent culture or analysis was performed or not. It was not reported if the patient was hospitalized for the event. Treatment was not reported for the event. The cause of the peritonitis was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information: age/date of birth, describe event or problem, other relevant history. It was reported that the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.